Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Additional information has been requested and received. What prep was used prior to, during or after adhesive use? Chloroprep the orange skin prep was a dressing placed over the incision? If so, what type of cover dressing used? No dressing over the incision is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No allergies to cyanoacrylate or formaldehyde noted in medical record is the patient hypersensitive to pressure sensitive adhesives? She had not previously had any reactions to pressure sensitive adhesives, this was her first surgery with us but denied prior issue with skin glue or dressings was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? We don¿t ask about allergies to cyanoacrylate, formaldehyde, bac. This was her first surgery with us but she denied prior issue with skin glue or dressings. Patient demographics: patient pre-existing medical conditions (ie. Allergies, history of reactions) allergies to - doxycycline à rash. - clindamycin à rash. - azithromycin à rash. - penicillinà hives. - amoxicillin à rash. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unable to answer this question based on the information I have access to. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? The treating emergency dept physician attributed the patient¿s clinical presentation to contact dermatitis due to dermabond; provider also suspected right lateral site port site cellulitis. Were any cultures taken? Results? Yes. Results are below: collection sample: swab. Collection date: (B)(6) 2024 15:02. Site/specimen: abdomen. Test(s) ordered: superficial wound culture. Completed: (B)(6) 2024, 11:58 bacteriology final report: (B)(6) 2024, 11:58 tech code: 8833 gram stain: 1+ wbc. No organisms seen. Bacteriology remark(s): no growth after 4 days. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a hysterectomy on (B)(6) 2024 and topical skin adhesive was used. The incision was closed with adhesive at their medical center. The patient reported to medical center's emergency room on (B)(6) 2024 with the following complaints: erythema around all incision sites, purulent drainage from right lateral port site, erythema surrounding all port sites, abdominal pruritus/burning sensation with armth surrounging 5 lsc port sites on abdomen, approx 3 cm in diameter on each site. Skin glue intact. Serous fluid collection under left middle incision under skin glue.¿ patient was diagnosed with contact dermatitis due to adhesive. Device is not available for return. Surgical glue was removed, medication given: benadryl and prednisone 40 mg p.o. X1 rx in ed. Benadryl tabs, hydrocortisone ointment for use after discharge from emergency room. Cefadroxil for suspected cellulitis at lateral port site. Patient is back to her usual state of health. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information provided: denied fevers, chills, chest pain, shortness of breath, bruising, dysuria. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Additional information has been requested and received. ¿ what is the procedure date? (B)(6) 2024. ¿ what date did the reaction occur on? (B)(6) 2024 (sought clinical intervention on (B)(6) 2024 but she reported that symptoms began (B)(6) 2024). ¿ what does the reaction look like and how large of an area does the reaction cover? ¿erythema, warmth surrounging 5 lsc port sites on abdomen, approx 3 cm in diameter on each site. Skin glue intact. Serous fluid collection under left middle incision under skin glue.¿ emergency room physician diagnosed symptoms as dermatitis due to dermabond: ¿ do you have any pictures of the reaction? No. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Surgical glue was removed, meds given. ¿ if medication was required, please clarify if it was prescription strength. Benadryl and prednisone 40 mg p.o. X1 rx in ed. Benadryl tabs, hydrocortisone ointment for use after discharge from emergency room. Cefadroxil for suspected cellulitis at lateral port site. ¿ can you identify the product code and lot number of the product that was used? No. ¿ what is the most current patient status? Patient is back to her usual state of health. There are no chronic complications from the reaction. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. No product is available for return. A user facility medwatch form was received: medwatch form, #mw5163672. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.